Event description:
Procedure: vats/wedge resection on left upper lobe. Patient sex: unk. Reportedly, when the surgeon fired the device, it broke without the surgeons knowlege. The surgeon completed the procedure, and the patient was released. However, post operative x-rays taken by the surgeon and reveal the fragment from the cartridge was located in the thoracic cavity on the diaphragm of the patient. Surgeon spoke to patient and patient was informed of fragment left in cavity. The surgeon may elect to remove fragment, but as of this date has not decided.